Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
A field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event and reported the exhalation flow transducer failed calibration for zero. The fsr reported being unable to hear the solenoid click during testing like the other transducers and reported the device needs new software to be installed. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the ventilator was removed from the patient and replaced. The customer reported there is no patient consequence associated with the event.